Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver log was downloaded and reviewed, finding no errors related to the complaint. A receiver functional test was performed, and it passed the speaker tests. A g5 global communication tool software test was performed, and it passed sound tests. Manual "try it" testing was performed and passed. The receiver case was opened for an interior inspection, and passed. The speaker audio intermittent test was performed and passed. Speaker resistance was measured and found within specification. The reported event of no audio output was not confirmed. A root cause could not be determined.